Event description:
The customer sent the device to the international service center with report of the motor control pcba (printed circuit board) adc (analog-to-digital converters) failed alarm sounded. There was no patient involvement.

Manufacturer narrative:
The data acquisition (da) board was received at the v60 vent manufacturing facility for evaluation. The da board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. The test vent was powered up, and ran. No failures were identified. The root cause for motor controller board failure experienced by the customer could not be determined.